Event description:
About a week ago, my son was brushing his teeth with the interactive minions battery powered toothbrush. I noticed a little brown water running out of his mouth and down his chin. I thought it might be / was the grapes he had earlier but the volume of liquid increased. I worried something might be wrong with his toothbrush, so I took it away. I emailed colgate that night about it. They responded and asked me to call in the next day. While I was on-hold with them, I opened up the bottom where the batteries go and found water the source of the liquid. Water was in the battery compartment and the batteries were completely rusted out. I spoke to colgate and they said they'd refund me my money. Colgate didn't seem too concerned that my son had ingested brown spotty water that corroded batteries were sitting in. I ended the call and sent them photos and they didn't respond to me. It's disgusting and so dangerous. I spoke to poison control and my son's dr and they said because the batteries didn't appear to have holes in them he probably didn't ingest battery acid. Document number: (B)(4). Report number: (B)(4). MFR address: (B)(4). Retailer: (B)(6). Retailer state: (B)(6). Purchase date: (B)(6) 2018. Explanation: I still have the product. I contacted colgate directly, twice.